Manufacturer narrative:
The investigation of ventricular fibrillation (vf) and ventricular tachycardia (vt) has been completed. The impella device was not returned for evaluation. As the necessary information was not provided, the root cause of the vt/vf was not determined. B.7 added information that was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25964. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25964 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 2130 was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25964. Code 4641 was reported incorrectly on initial manufacturer device report number 1220648-2025-25964. A new health effect - impact code was added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured ventricular fibrillation with a "possible" relationship to the impella device used: "pt bared down, converted into vt. Maps in 40s. Intensivist at bedside, initial shock delivered in chair, temporarily converted into paced rhythm. Quickly returning to vt multiple times, for which several lidocaine and amiodarone boluses were given along with sedation, mag sulfate, and several successive defibrillations, as soon as safe, pt was lifted back to bed and intubated by intensivist. Total of 6 external shocks and 2 internal shocks (each shock was successful but quickly returned to vt). Dr. Westerdhal and ep team to bedside. Internal ICD therapies turned off and ppm interrogated/ av pacing optimizes by ep. Currently pacing at 100 bpm w occasional pvc's.¿ the patient recovered with no sequelae.